Event description:
It was reported by the consumer that post implant of a realize band, he experienced heart burn and abdominal pain. His daughter, who is a physician, prescribed a 14 day regime of prilosec prior to his surgeon follow up visit on (B)(6) 2010. During the follow up visit, an x-ray was taken and the surgeon commented the band was tight, it was in the correct position, and there was no leakage. The surgeon removed 7.9cc. A barium swallow was done and the surgeon states the esophagus was expanded. The band was completely deflated. The abdominal pain subsided since the removal of the fluid, but not completely resolved. The consumer returned to the surgeon's office for a band fill approximately one month ago. The fill was done under fluoroscopy with contrast 4ccs was added, however, the band appeared to be too tight and the one cc was removed. During the swallow test with the band at 3ccs, the band appeared too tight, so another cc was removed. The band was filled with 2ccs. The consumer reported a (B)(6) weight loss. Two weeks ago, pt stated he began to not tolerate the 2ccs and went back to the surgeon and the band was completely evacuated the band. The pt had gained (B)(6) lbs. Since last visit, the pt states that he feels better and feels that he can lose weight without any fill. The surgeon is unable to determine why the pt cannot tolerate the band fills.

Manufacturer narrative:
(B)(4). (B)(4). Information unavailable, device not returned for analysis.